Event description:
It was reported that the controls on the apix table would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.